Manufacturer narrative:
No bd cause found. The customer issued a complaint for a plunger was pulled out of the syringe detected by end user. Neither samples nor photos were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Based on the investigation conclusion the defect occurred due to misuse of the combination product. Based on the IFU what was provided to our customer is detailed enough to avoid mishandling during removal pre-filled syringe from blister. However bd¿s IFU encompasses the sentence ¿open the blister pack by peeling the top layer all the way off the blister pack¿ not present in customer¿s IFU and that could increase the risk of mishandling.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plunger on a bd ultrasafe passive¿ x-series needle guard syringe pulled out causing the medication to leak before use. No injury or medical intervention.